Manufacturer narrative:
The customer¿s reported complaint of cracked assembly door hinges was confirmed on the 10 returned components and on pump module s/n (B)(4). All inspected front door assemblies contained the date codes of january 2014, march 2014, april 2014, september 2016, and november 2016. Functional testing was unable to be performed as only the door assemblies were sent in. Functional testing, and internal/external inspection, performed on the returned pump module s/n (B)(4) found the device to be in good working condition and delivering fluid within specification with crack in the upper front door assembly. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported a trend where hinges were cracking after device bezels were replaced. The cracks were mostly on the upper hinge, there were not very many lower hinge cracks. No patient involvement was reported.